Event description:
Customer reported that they have had a number of bactec bottles that have broken in their pneumatic tube system, and a couple that have broken when dropped in their lab. They have also had a few bottles that have had large chips broken off of them and bottles that have cracked, but are not leaking. These bottles have incubated in an incubator rather than put into the bactec instrument. Customer is currently working on plastic bottle study. Customer stated a triage employee was removing bactec bottles from pneumatic tube system and upon setting up samples for delivery to the lab the employee cut their hand. Because the incident occurred some time ago she is unsure of the exact details of the incident. She is unsure if the employee was wearing ppe. Typically bottles are wrapped in bubble wrap with a sponge material. In this particular case, they are uncertain if the sponge material was used. The injured employee was treated immediately with azt due to the patient being infected with hiv. They are unsure of how long the employee was treated with azt or any follow up care. Going forward, they will report all broken bottles and injuries to bd immediately.

Manufacturer narrative:
Customer called to report recent issues they had with broken bottles and alerted technical services to this event more than 2 years ago. Technical service documented the complaint with the limited info the customer could provide. No returned samples were received from the customer. Customer was unable to provide a lot number for review of retention samples. Qa is unable to perform an investigation since no lot number, returned product, or photos were available from the customer. Bd will continue to monitor and trend on this type of event. The bd bactec plus aerobic/f and plus anaerobic/f media package insert states prior to use, the user should examine the vials for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, the glass bottle neck may be cracked and the neck may break during removal of the flip-off cap or in handling. Also, on rare occasions a vial may not be sealed sufficiently. In both cases the contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organisms/agents may be present.